Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the analysis was performed by asahi (B)(4): investigation of returned confianza pro guidewire revealed its core wire was cut at approximately 155mm distal from the proximal end of the 200mm coil section, coil wire was stretched over whole length of the said core wire, and core wire was cut at the proximity of the core wire cut end. A coil wire elongated to approximately 168cm length was returned together. Observation by scanning electron microscope (sem) of the core wire cut end revealed the trace that the core wire was cut from its two opposite sides; this was very similar to the cross section cut by a pair of nippers. The cut section of the coil wire over the core wire showed the similar cut surface. Observation of the elongated coil wire revealed its one end keeping a coiled helical form, while the other end was straightened and the end was supposed to have been cut by a pair of nippers. Total length of the coil over the core wire and the separated elongated coil was considered to be approx. 190mm in original guidewire coil section. It should be noted that the asahi instructions for use (IFU) describes: observe guide wire movement in the vessels. Before a guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque a guide wire without observing corresponding movement of the tip, otherwise the guide wire may be damaged and/or vessel trauma may occur. Additionally,the IFU states: if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively it may break or become damaged, resulting in fragments being left inside the vessel, and separation or breakage of guidewire as one of possible complications and adverse events. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. The device is manufactured by asahi (B)(4); however, abbott vascular distributes the device and is responsible for MDR reporting.

Event description:
It was reported that during a heavily tortuous and heavily calcified distal right coronary artery intervention, the asahi confianza wire was placed in the posterior lateral artery (pla). During removal of the wire, resistance was met from a previously placed stent, so the wire and guiding catheter were removed as one unit. Under fluoroscopy, the wire was seen stretching. Upon removal, it was noted that the tip of the wire was missing and was found lodged in a small branch of the pla. There was no intervention performed and no intervention planned to remove the wire. The patient remains stable with the detached portion of the wire remaining in the vessel. There was no additional information provided.